Event description:
Customer reports the lancet protrudes from the cap of the softclix plus. No accidental needle sticks reported. No adverse event reported. Requested return of suspect device and replacement was sent.